Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due a lot number for the flat mesh which was provided by the patient's attorney. A manufacturing review was conducted which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Manufacturer narrative:
To date, limited medical records have been provided, which included the implant operative report. Based on the limited information available at this time, we are unable to determine to what extend, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following information was provided to davol from the patient's attorney: on (B)(6) 2005 the patient was diagnosed with stress urinary incontinence (sui) and underwent implant of a midurethral sling using a bard/davol flat mesh. About 10 years later on (B)(6) 2015 the patient was diagnosed with complication of "polypropylene mesh" (davol flat) with vaginal wall erosion and recurrent stress urinary incontinence (sui) and underwent a "near total removal" of the bard/davol flat mesh, placement of autogous rectus fascia pubovaginal sling, partial excision of vaginal wall with complex reconstruction followed by irrigation, washout and cystoscopy. Addendum per medical records: this (B)(6) female patient with an unknown medical and surgical history underwent a midurethral sling procedure with implant of a bard/davol flat mesh on (B)(6) 2005. About 10 years later the patient experienced episodes of recurrent urinary tract infection and vaginal pain. The patient had a cystoscopy from an outside urologist where vaginal wall erosion was documented and then underwent another exam under anesthesia and cystoscopy where the vaginal wall mesh erosion was confirmed. On (B)(6) 2015 the patient underwent removal of the bard/davol ¿polypropylene¿ flat mesh, placement of 10 x 2 cm strip from lower abd autologous rectus fascia pubovaginal sling, partial excision of vaginal wall and complex reconstruction followed by cystoscopy. Per the explant operative report details, ¿there was a clear mesh perforation (davol flat) into the anterior vaginal wall, involving approx 3-4 cm length. The involved anterior vaginal wall appeared to be inflamed and thinned out. The mesh (davol flat) was clearly identified in the midline coming through the anterior vaginal wall. The mesh was dissected free from the underlying periurethral tissue. The total length of mesh removal was more than 10 cm. A small piece of mesh (davol flat) was sent for microbiology, and the remaining was submitted for histopathology exam.¿ about 9 days later the patient presented to the hospital ER on (B)(6) 2015 with complaints of chronic uncontrollable loose stools associated with fatigue and weakness. The patient was treated with IV fluids and stool studies were performed.